Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device did not turn on using customer returned batteries but did turn on using lab stock batteries when turned on the device provided a three (3) beep audio alarm and the screen was blank. Accuracy testing was not possible as the device was not able to fully boot up. Device was opened and contamination was observed on the instrument board near l9, u9, u10 and u11 components. Contamination was also observed on the technology board near u33 component. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported spo2 is reading low. No patient impact or consequences were reported.